Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he had to be hospitalized due to high blood glucose (bg) reading at 4.5 mmol/l (81 mg/dl) and that he was throwing up. A correction bolus of 4.0 units of insulin was given but was not able to lower the patient's bg levels. The pod was worn between 4 and 24 hours. At the hospital he was placed on multiple daily injections (mdi) of rapid acting insulin to help bring normalize bg levels.